Manufacturer narrative:
All available information was investigated, and the reported physical resistance / sticking (lock line - difficulty), material deformation (lock line), unintended movement (clip open - locked), difficult to open or close (clip jumping), and expulsion (ccd), could not be replicated in a testing environment. Additionally, the harness was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported expulsion (ccd) associated with the clip detaching from the leaflets was due to the clip jumping open while locked. The reported difficult to open or close (clip jumping) and unintended movement (clip open - locked) associated with the clip jumping open while locked were due to the lock line pulling on the unlocking mechanism of the clip (leafspring lock) as the dc was retracted. The reported physical resistance / sticking (lock line - difficulty) associated with the difficulty removing the lock line appears to be due to a lock line knot. The cause of the reported material deformation (lock line) associated with the suspected lock line knot could not be determined. The observed material deformation associated with the deformed harness appears to be due to circumstances during removal from anatomy (clip pulled via lock line and removed from access site). The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This is filed to report difficulty removing lock line, knot in the lock line, clip jumping, and expulsion. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4. A mitraclip xtw was used and successfully placed centrally, but during detachment of the clip, difficulties removing the lock line occurred. A knot had formed when the lock line was pulled. The clip was successfully detached. After detachment, the lock line was pulled back, but the clip arms jumped open. The clip was no longer secure on the leaflets. The clip came off and had to be recovered. The clip was pulled over the lock line across the septum to the groin where it was exposed by a vascular surgeon. The vein was closed, and the mitral valve was not damaged. The mr remained at grade 3-4. The patient was reported to be stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.